Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # c01b, 510k #k180700 and UDI # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported per clinical study that the patient underwent vertebroplasty at l5. Intra-op, cement migration occurred at l5 superior disc space. Cement extrusion was not greater than 15mm; and was determined not to be clinically significant. Investigator noted that the relatedness of the event was procedure related. Patient outcome was not reported.